Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary went offline, which located on cf3mscf. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was offline. A field service engineer verified the issue upon arrival and observed that the device appeared powered but not fully operational, with a clicking sound present. The fse disconnected the auxiliary cabinet and remote manager and powered on the main unit only. The device powered on successfully. The fse then reconnected each auxiliary cabinet individually to identify the source of the issue. Through this process, it was determined that auxiliary half-height drawers 3.1 and 3.2 were causing the problem. The fse replaced the controller module board (p/n: 151630-01) and both drawer boards (p/n: 331392-01), reconfigured the drawers, rebooted the system, and performed firmware updates. The device became fully functional and accessible once the boards were replaced and proper power distribution was restored. The system functioned as intended after the field service engineer repaired the device.